Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d11lt found that it was received with the reset button in armed position, due to the returned condition of the device no further testing could be performed. It could not be determined what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, the blade did not retract when inserted. The device was used to complete the procedure with no patient consequence.